Event description:
It was reported that a one-link non-dehp y-type microbore catheter extension set leaked at the y-connection. This occurred during an unspecified process step; however, the set was being used for a chemotherapy administration. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.:(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b5, d4 expiration date (update to n/a), h11. B5: upon additional information, the leak occurred after flushing the port with saline and heparin locking after the chemotherapy drug was administered to a patient. While pushing the saline through the extension set, drops of saline were noted coming out of the y-connector. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.